Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter has black marks in the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began between (B)(6) 2010 (after 3pm). The patient stated she manages her diabetes with insulin (given via insulin pump). The patient denied taking any action in response to the alleged meter display issue. As a result of the reported issue, the patient claimed she developed stomach pains (date/time not specified). The patient, however, denied receiving medical intervention or treatment after the alleged issue began. During troubleshooting, the patient informed the csr she has a backup meter to use. The csr noted there was no trauma to the subject meter and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.